Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported a tampon string unraveled and separated from the tampon leaving the tampon inside for three days. She was able to manually remove the tampon and sought medical attention after. She was treated for a bacterial infection.